Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 27 mg/dl. The customer stated that she experienced a seizure for being low one day and this occurred while she was at home and her husband was with her. The customer stated she experienced low blood glucose for more than 2 months. The customer stated that her battery ran low pretty constant. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak to her health care provider regarding the low blood glucose readings. The customer was advised to call back if any issues persist.